Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2023. On (B)(6) 2025, the patient developed symptoms of nausea and discomfort. Multiple pressure adjustments were attempted but failed to alleviate the symptoms, leading to a suspected blockage. As a result, the original shunt was removed and replaced with the same model on (B)(6) 2025.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID (B)(6)) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, possible root causes for the issue reported by the customer could be due to biological debris and protein build up interfering with the device or could be due to catheter susceptible to kinking which leads to occlusion. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.